Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedances was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that while reprogramming the patient for new pain, it was discovered that the 0-7 lead was all >10,000. The patient denied any falls or significant events. Impedances were checked on (B)(6) 2018 during reprogramming. The lead was not being used prior to reprogramming, so the patient was unaware when the issue occurred. No revision is planned because the patient was experiencing bilateral coverage with her stimulation using the 8-15 lead. No further complications were reported.